Event description:
Fracture of the tibia bone due to the fact that the tibia plateau was tilted. The surgeon slip off the implant several times with the regarding implementation instrument. As consequence, he tried with the impactor to bring the implant in place. During this action, the tibia fractured. The surgeon complaints on our instruments and the surgical technique description.

Manufacturer narrative:
Method: the event occurred due to the fact that the surgeon not followed the instructions of proper implant handling. The mitus endo-model is sold since 2008. The former versions and instruments are used since 1970. (B)(4). However, we will forward the suggestions made by the surgeon to our product mgmt to take care of them and check the reasonability and application. This event occurred outside of the united states and involved a product that was mfg outside of the united states. However, because the link mitus endo-model also is marketed in the united states. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.